Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump had no button response on up arrow button due to corroded keypad traces. The pump had broken battery tube threads, cracked reservoir tube lip and a scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was not exposed to moisture when alarm occurred. The customer stated that a button was not pressed for 3 minutes or longer. The customer stated that there are cracks in the pump case. The customer will be sent a replacement pump. The customer will return the pump for analysis.